Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt261416: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The gore® excluder® trunk-ipsilateral leg component rlt261416 remains implanted into the patient. Therefore, an engineering evaluation of the device could not be performed. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. During initial deployment of an rlt261416 gore® excluder® trunk-ipsilateral leg component, it was noted that the contralateral gate would only open for about 2 mm and it was therefore difficult to cannulate the gate. For a time span of about 10 minutes, multiple cannulation attempts were performed by using a guidewire. Eventually, the cannulation issues were resolved. There were no anatomical or other issues reported which potentially could have contributed to the incomplete deployment resulting in cannulation difficulties. The outcome was very satisfactory.